Event description:
Customer reported via phone call to have excessive no delivery alarms. Customer states he was advised to call back after prior call if no delivery alarm was not resolved. Customer also mentioned to have issues with battery longevity. During troubleshooting, customer declined further troubleshooting and requested that insulin pump be replaced. Insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, prime, and excessive no delivery test, no alarms were noted during testing. The device was received with normal operating currents. It was monitored for several days and no low battery alert alarms occurred during testing. The device had cracked reservoir tube lip, minor scratches on the lcd window and on the reservoir tube window.